Manufacturer narrative:
Unit passed the rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unable to performed the displacement test due to missing retainer and reservoir o-ring. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. Unit received with broken reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, cracked keypad overlay at select button and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the patient kept receiving lost sensor alarms. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.